Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One heal collar 3.5x4.5, 5mm (hc345) was returned for investigation. The associated tsvtb8 implant remains implanted, and was not returned for inspection. Visual inspection of the as returned product identified some wear about the healing collar body, hex, and at the engaging threads. Functional testing was performed for the returned product and it was determined the healing collar was able to seat as normal with a mating implant. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15; healing collars for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Complainant reported the healing collar would not fit the implant tsvtb8 3.7 x 8. The reported complaint could not be confirmed based on functional testing of the healing collar. The functionality of the implant could not be verified, however the customer does state that the implant remains in use with the transfer mount used as a temporary abutment. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Manufacturer. Expiration date. Office contact - manufacturing site. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the healing collar (hc345) would not seat into the implant (tsvtb8).